Manufacturer narrative:
Device passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08695 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer allege pump was under delivering. The customer¿s blood glucose level was 17.1 mmol/l. The customer was treated with insulin pump. The customer alleges pump was under delivering due to high sugars. Troubleshooting was done for high blood glucose and under delivery. The customer did experienced the symptoms such as nausea, vomiting and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin exited at quick release. The insulin pump will be returned for analysis.